Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm and controller exchange on 08oct2023 was confirmed by review of the downloaded log file. The event log file contained approximately 1 day of relevant information (07oct2023 17:04:48 to 08oct2023 17:32:08, per time stamp). At 13:19:26 on 08oct2023, a driveline power fault was observed due to an internal fault which indicated that the power b signal had been interrupted. The driveline power fault did not impact the controller¿s ability to operate the pump, as it maintained a speed within the expected range while the driveline was connected. The alarm remained active until the driveline was disconnected later that day at 17:27:17. The controller was then put into sleep mode shortly later, indicating that a system controller exchange was completed. Multiple attempts were made to obtain additional details regarding the cause of the alarm and the troubleshooting that was performed on the date of this driveline power fault alarm, but no response was received. The heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for analysis at the time of this event. The root cause of the driveline power fault alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline power fault was observed on (B)(6) 2023 at 13:19:26. The system controller appears to have been exchanged on (B)(6) 2023 at 17:32:08 due to this alarm however, this could not be conclusively determined.